Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2010, product type: pump. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal bupivacaine 10mg/ml at 8.4mg/day, clonidine 200mcg/ml at 168mcg/day, and hydromorphone 10mg/ml at 8.4mg/day. The concentrations and lot numbers were unknown. The indications for use were non-malignant pain and lumbar radiculopathy. It was initially reported that a motor stall and replacement had occurred within the past year (as of (B)(6) 2015). However, additional information was received from the health care provider (hcp) through a manufacturing representative that the patient suffered from a catheter issue (not a motor stall). In (B)(6) 2014, the patient was experiencing withdrawal symptoms, and a catheter issue was suspected. A myelogram was done on (B)(6) 2015, and they had difficulty aspirating. A removal was scheduled for the near future. The cause of the difficulty aspirating was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.